Manufacturer narrative:
The complaint investigation for false negative architect anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Trending data was reviewed for the list number and did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent list number and complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hcv reagent assay, list number 06c37.

Event description:
A conference abstract by karagueuzian m., et al., ¿analytical evaluation of the access anti-hcv on the dxi 9000 access immunoassay analyzer for the detection of hepatitis c antibody¿, clinical chemistry and laboratory medicine, suppl. Supplement 1 61: s1141. De gruyter open ltd. (2023) documented false negative architect anti-hcv results. A study was performed comparing results from using the architect anti-hcv and the access anti-hcv using samples from hospitalized patients and who were presumed to be anti-hcv positive patients. Supplementary testing using immunoblot and/or hcv pcr were also performed as necessary to provide additional sample status information. 6 pcr positive hospitalized patient samples known to be positive for anti-hcv, generated false negative results when tested using the architect anti-hcv assay. These same patient samples generated positive results when tested using the access anti-hcv assay which correlated with the pcr results. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4). That has a similar product distributed in the us, list number (B)(4).

Event description:
A conference abstract by karagueuzian m., et al., ¿analytical evaluation of the access anti-hcv on the dxi 9000 access immunoassay analyzer for the detection of hepatitis c antibody¿, clinical chemistry and laboratory medicine, suppl. Supplement 1 61: s1141. De gruyter open ltd. (2023) documented false negative architect anti-hcv results. A study was performed comparing results from using the architect anti-hcv and the access anti-hcv using samples from hospitalized patients and who were presumed to be anti-hcv positive patients. Supplementary testing using immunoblot and/or hcv pcr were also performed as necessary to provide additional sample status information. 6 pcr positive hospitalized patient samples known to be positive for anti-hcv, generated false negative results when tested using the architect anti-hcv assay. These same patient samples generated positive results when tested using the access anti-hcv assay which correlated with the pcr results. There was no impact to patient management reported.